Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient had an ablation procedure the same day as device implant. Thresholds increased to 2.0v. When the lead showed a threshold of 1.2v, the pulse generator was replaced.